Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 49-50 mg/dl; cause was due to delivering a bolus that was larger than the amount of carbohydrates consumed. Additional carbohydrates were consumed to address low bg.